Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, spinal pain. It was reported that the patient was having trouble with recharge coupling, and had a return of pain more intense than the pain the device was implanted for. There were no reports of trauma or falls. The patient reported the device working, and receiving therapy working well before. A replacement insr antenna was sent. No additional symptoms, and no additional complications were reported for this event.